Manufacturer narrative:
Terumo did receive the actual device, and the complaint was confirmed. The root cause of the event was incorrect assembly; the cardioplegia line was bonded incorrectly to the bubble trap. The complaint will be included in associate awareness training. The device history record did not indicate any production replated problems. All available information has been placed in file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the part of the cardioplegia line that goes into the bubble trap fell off. The produce was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.